Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission revealed the implantable cardiac monitor exhibited under-sensing causing false atrial fibrillation episodes. On (B)(6) 2021, the patient presented in clinic for a follow up and the device was reprogrammed. Movement of the device in the pocket was noted. On (B)(6) 2021, the patient presented in clinic and it was noted that r wave had been decreasing since implant. The device was reprogrammed again. The patient was in stable condition.